Manufacturer narrative:
Investigation summary: one photo was provided for quality investigation. The customer complaint of cosmetic issues - discolored was verified by visual inspection of the photo provided. A device history record review for model 388800 lot number 501919 did not show any quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that brown specks of foreign matter were found in the y-site versasafe. The following information was provided by the initial reporter: "during customer use, personnel detected one unit (1) of material 03-10-18-753 with "brown specs".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown specks of foreign matter were found in the y-site versasafe. The following information was provided by the initial reporter: during customer use, personnel detected one unit (1) of material 03-10-18-753 with "brown specs".